Event description:
It was reported that the physician was unable to steer the lead to the intended location in the atrium. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Blood/body fluid was noted on the proximal conductor (not obstructed), the outer insulation was breached. Full lead returned and analyzed.